Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event dermatitis (pt: injection site dermatitis), was deemed to meet serious criteria of required medical intervention to prevent permanent damage. The device history record of belotero balance injectable implant could not be reviewed as the lot number was not reported. Literature citation: baird bryce, a., robertson, n., & broderick gregory, a. (2021). Penile girth injection complications: a case report. Sexual medicine, 1-4. Doi: https://doi.org/10.1016/j.esxm.2021.100445

Event description:
This case was linked to (B)(4), referring to the same patient and the same literature article. This literature report from the united states of america concerns a (B)(6) male patient. He was injected subcutaneously, with hyaluronic acid, into the glans (off label use of device), for penile girth bulking. The primary urologist injected no deeper than deep fascia, based on exam and imaging findings. The patient previously had bulking injections, at the same clinic, 9 years prior, without significant reported complications. Concomitant medications included supplement testosterone. Over a period of two weeks, after the hyaluronic acid injection, the patient experienced penile pain and swelling and presented to the emergency department. The patient was taking prednisone since the injection procedure, as well as a 10-day course of doxycycline. On a physical exam, the patient appeared non-toxic with normal vital signs. He was alert and had a complaint of moderate penile pain which increased with palpation. The patients penis was swollen and erythematous. Skin breakdown was evident on the ventral shaft and dorsal base of the penis. A yellow exudate was noted at the glans. A testicular exam was significant for decreased testicular volume but was otherwise within normal limits. Upon the patients presentation to the emergency department, computed tomography of the pelvis, with and without contrast, was obtained which showed diffuse heterogeneously dense penile skin thickening with no definitive calcifications. The computed tomography scan combined with the physical exam revealed no concern for gas in superficial or deep tissues and showed no evidence of fourniers gangrene. The patient did not have evidence of fluid collection or gas on the computed tomography scan. At that point, the patient was offered a skin biopsy versus skin scrapings to determine a histologic diagnosis. It was explained to the patient that the diagnostic work-up provided more specific information about a diagnosis, to better treat the pathology. The patient was not interested in interventional diagnostics or therapies given the fact he was enduring a complication of a procedure at that time. It was explained that if the symptoms did not improve, the authors needed to proceed with a pathologic and/or histologic analysis, and the patient was agreeable to that. The patient was discharged from the emergency department with a 14-day course of amoxicillin and/or clavulanate to cover for a presumed infectious cause of his penile swelling. The patient was seen by dermatology, two days after discharge. Herpes simplex virus and varicella zoster virus polymerase chain reaction swabs were obtained as well as bacterial cultures, which were all negative. The patient was diagnosed with dermatitis an penile edema secondary to the subcutaneous injection of hyaluronic acid, and was prescribed topical hydrocortisone 2.5% for as needed use, and daily mupirocin ointment. It was further described that the patient endured swelling, erythema, and hypersensitivity to the hyaluronic acid, as complications. He was followed by urology 1 week later in the clinic, with complaints of continued penile tenderness and erythema despite daily use of the topical hydrocortisone, amoxicillin and/or clavulanate, and mupirocin. Approximately one week later, the patient had improvement of symptoms and was recommended continued antibiotic ointment for a small residual ulceration on the dorsal glans. The patient followed with his outside urologist and had resolution of symptoms about one month after his original emergency department visit. Due to the provided information, the outcome of the event was considered as resolved. In the opinion of the authors, the injection was administered in the correct plane. Based on the studies that the authors obtained, there was no evidence of an infection. However, given the potential extreme consequences of infection, including surgical debridement or deep tissue infection resulting in loss of erectile or deeper penile tissues, they proceeded in empiric antibiotic coverage. The authors established a clear short-term source of complication. The authors thought that the potential for serious complications combined with the lack of evidence for patient satisfaction underlie the current lack of support for penile girth enhancement strategies. Follow-up information was received on 16-nov-2021: the initial assessment text was amended in regards to relationship to hyaluronic acid in general instead of belotero us product portfolio. The patient did not know the specific filler. He was only able to tell the author that it was hyaluronic acid. The outcome of the event remained unchanged.